Manufacturer narrative:
The device was received with compromised force sensor system alarm during prime test due to faulty force sensor resistor. The rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery test were unable to be conducted due to compromised force sensor system alarm. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Event description:
The customer reported via phone call of compromised forced sensor alarm on their insulin pump. The customer states the device was squirting out insulin during manual prime. The customer's blood glucose was 99mg/dl. Troubleshoot was conducted. Customer was advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.